Event description:
A pericardial effusion was reported. It was reported during a procedure, a versacross kit was selected for use. The first and second attempts with energization did not cross the septum. The third attempt succeeded in puncturing, but blood pressure dropped, and pericardial effusion was noted, leading to drainage. In the physician opinion, the sheath was not clearly visible on the echo, so it's possible the puncture was made in the wrong location. It's unclear exactly where this occurred, but since energization was applied three times, it's likely it happened during the septal puncture. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate report will be filed for the versacross rf wire.